Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc that a cannulated probe broke during insertion intra-operatively. The broken tip of the probe remains in the patient. A revision has not been scheduled.

Event description:
On (B)(6) 2019 it was reported to k2m,inc. That a cannulated probe broke during screw site preparation intra- operatively. The broken tip of the probe remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Upon review of the part, it was observed that the shaft had fractured at the distal tip, between the 3 and 4 cm laser markings. The fracture face exhibited a high-low cross-section, indicating that the failure likely occurred due to bending overload. It was reported that the patient had extremely sclerotic bone and a mallet had to be used with excessive force to access the left s1 pedicle. Off-axis impaction against extremely sclerotic bone may have compromised the material integrity of the instrument tip, leading to the failure.